Event description:
It was reported that the suture was separated. A flexima was selected for use. During removal of the device, it was noted that the suture couldn't be found. The procedure was completed with this device. No patient complications were reported.